Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced rejected new batteries, buttons are less responsive, insulin flow lock alerts, pump does not suspend insulin when customer was low and grinding noises during rewind. The customer reported hypoglycemia treated with other. The event involved product(s) mmt-332a, mmt-242a, mmt-1884l. Customer reported insulin flow blocked alarm (past/resolved event). Issue was resolved. Customer reported receiving a battery failed alarm. Customer reported a keypad anomaly and/or stuck button alarm. Customer reported low bgs. No further patient complications were reported. Product return status for mmt-332a is unknown. No product return is required for mmt-242a. It was unknown whether the customer will continue to use the insulin pump or not. No product return is required for mmt-1884l.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: helpline explained that pump does not suspend while in smartguard. No treatment was mentioned for the low. Customer declined troubleshooting. It was unknown if pump was used within 48 hours of the low. It was unknown if smartguard was used. Pump is not returning for analysis. Mmt-332a is not returning for analysis.